Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the surgeon that while in o.r. The pump had been primed on the backtable, and the white cap was placed on the outflow conduit with no problems noted. When the pump was being placed in the pt, the cap would not come off without the connection for the bend relief coming off also. The white lining of the conduit was exposed, and they couldn't get the connector back on the outflow conduit. They made several attempts, but each time, there was too much bleeding from around the site. The surgeon decided to open another kit and take out a new outflow conduit to use. No further problems were noted, and there was no injury to pt. Pt remains on lvad support while awaiting a heart transplant.